Event description:
The facility returned the device for service with a report of depleted battery. Information was not provided regarding whether or not the device was in pt use when the event occurred. No pt injury or medical intervention.